Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08299 & 08696 / 08695). Remains implanted.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a deep infection less than six weeks after the initial procedure. Patient was admitted to the hospital on (B)(6) 2014 where the wound was flushed and an antibiotic IV was started. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient experienced a deep infection less than six weeks after the initial procedure. Patient was admitted to the hospital on (B)(6) 2014 where the wound was flushed and an antibiotic IV was started. Patient remained in the hospital until (B)(6) 2014 and still has bi-weekly checks at the hospital with lab. The reason for infection is not believed to be related to the implants. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. The following sections could not be completed with the limited information provided. Dob: 1955. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-08299 & 08695 / 08697).